Manufacturer narrative:
An event of incomplete coaptation and central regurgitation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the reported incomplete coaptation and central regurgitation could not be conclusively determined. It is possible due to mis-sizing; however, this cannot be confirmed. The reported surgical intervention was result of case-specific circumstances, as valve-in-valve were performed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. A pre-dilation performed with a 18mm non-abbott balloon. The annular perimeter of 64.1 mm² and a derived perimeter of 20.5 mm. The patient presented with aortic stenosis and mild to moderate calcification of the aortic annulus. The procedure had good vascular access and was performed using a 14f non-abbott introducer. The deployment of the 25mm navitor valve proceeded without any issues up to 80% release, with proper alignment using cusp overlap technique and verification via oae, with contrast injection and the pigtail catheter positioned in the non-coronary cusp (ncc) as reference. The final implant depth was 3-4mm. Upon full release of the prosthesis, a central leak was observed. A post-implant balloon aortic valvuloplasty (bav) performed with a 20mm non-abbott balloon. An intraoperative echocardiography confirmed that the right leaflet of the prosthesis was not moving, resulting in a moderate to severe central leak. Due to the patient having a low coronary height, another company was called in with a balloon-expandable valve to perform a second implantation (valve-in-valve procedure) successfully resolving the issue without causing further harm to the patient.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.